Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2019; 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks following implant, the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to skin erosion and a possible infection. No further patient complications have been reported as a result of this event.